Event description:
Revision surgery performed 2 years and 3 months after the primary surgery due to femur loosening, the surgeon observed that the femur seemed to be oversized. It was revised the femur and insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09-sep-2022. Lot 1907918: (B)(4) items manufactured and released on 14-nov-2019. Expiration date: 2024-10-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.